Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00603 on 26-oct-2018. Corrected information (12-dec-2018): "required intervention to prevent permanent impairment/damage (devices)" was selected in error of the initial MDR. This option should be unchecked.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that an operator was injured from the dimension rxl max with hm instrument. Siemens investigated the issue and determined that the user needs to override the interlock with a key in order to keep the sample cover up during the instrument's operation. When the key is turned off, the operator can keep the lid open without disabling the movement of the integrated multisensor technology sample probe and the photometric sampler. The operator's method in handling the instrument contributed to the operator's needlestick injury. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An operator of the dimension rxl max with hm instrument sustained a "needlestick" injury to the finger while removing samples from the instrument while the instrument was powered on. The customer reported that the operator was wearing personal protective equipment (ppe) the sample probe penetrated the operator finger's nail and the operator required medical intervention. The customer reported that the operator underwent an anti-retroviral treatment and tests; tests that were tested for the patient, including hiv and hepatitis recovered negative. The patient was scheduled for subsequent testing in a month, three months and six months. There are no known reports of adverse health consequences due operator's "needlestick" injury from the sample probe.